Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance on this right ventricular (rv) lead was high out of range. No adverse patient effects were reported. The rv lead and associated implantable cardioverter defibrillator remain in service.